Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer replaced the batteries 2 times and still received blank display. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a steady white light on the display due to cracked lcd glass. Unable to perform the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to steady white light on the display. No blank display during our testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.